Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 45 mg/dl. Customer was treated with food and glucose tablets for low blood glucose. The insulin pump was successfully completed steps in the displacement verification table. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active on the insulin pump at the time of incident.